Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Mobi-c p&f us : failed. A patient request received on january 28th 2018. The patient mentioned that she had two level mobi-c implantation surgery on (B)(6) 2016 at c4-c5 and c5-6. According to the patient: both of her implant have failed and now she have to be reoperated for a 4 level fusion. No information was provided on the revision (date included). Additional information requested.

Manufacturer narrative:
After several attempts to obtain information, it was not possible to get the complaint form. Therefore, the reference and lot number of the product is not known. It was not possible to perform the review of the traceability and device history records. The review of this case during complaint meeting on february 15th 2018 shows that the root cause can not be identified due to the lack of information provided. Root cause : unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.